Manufacturer narrative:
(B)(4). A follow up report will be submitted upon the investigation is completed.

Event description:
It was reported to philips healthcare that the heartstart xl is unable to charge the battery. There was no patient involvement.